Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had a damaged battery connector. The connector pin was so bent that the battery pack would not latch into the monitor. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
The pt services rep (psr) of a (B) (6) male pt, contacted lifecor customer support to report that one of the pt's battery packs will not stay in the monitor. Support sent the pt a replacement battery pack.